Manufacturer narrative:
This event was inadvertently filed as blood glucose was unrelated to pump or supplies.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl due to the customer doing a lot of work. Bg was unrelated to pump or supplies. Bg was addressed with a donut and bg was rising.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl due to the customer doing a lot of work. Bg was addressed with a donut and bg was rising. Reportedly, the customer declined further troubleshooting with tandem's technical support.